Event description:
A customer reported via email an alarm issue with the freestyle libre 2 sensor when using with freestyle librelink. The customer reported becoming hypoglycemic overnight, with the sensor failing to trigger the low glucose alarm. The customer's partner found her half-conscious and sweaty, and treated her with sugar. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email an alarm issue with the freestyle libre 2 sensor when using freestyle librelink. The customer reported becoming hypoglycemic overnight, with the sensor failing to trigger the low glucose alarm. The customer's partner found her half-conscious and sweaty and treated her with sugar. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Adc product quality engineering (pqe) investigated the complaint about the freestyle librelink app (fsll) and did not identify any issues with the librelink app. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.